Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pretest, it was suspected that the device did not inflate. The customer reported that there was no patient involvement.

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: one sample was received. This product is used in treatment. A visual inspection was performed and it was observed that the cuff is torn. An inflation/deflation test was performed to the cuff and it was observed the cuff deflated immediately. Product does not meet specification. Failure mode of tear in cuff was confirmed. The fault was isolated to tear in cuff, however no root cause was determined. This failure relates to the complaint event. The record from manufacturing lot was reviewed and ensure that product was released meeting all quality release specifications at the time of manufacture. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.